Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. No failed battery test alarms noted however, the insulin pump was received with corroded battery tube. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms or displacement anomalies noted and the motor was tested outside the device and passed. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that he kept receiving motor error alarms and failed battery test alarms. Customer stated that the compartment and the spring were not damaged or corroded. Customer stated that he has tried using different batteries. Customer was unable to clean the battery cap because he was driving at the time. Customer does not use the sensor feature on the pump and stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.